Event description:
It was reported that the patient presented remotely via (B)(6) . Upon review, it was found that the implantable cardioverter defibrillator (ICD) exhibited inappropriate automatic mode switch (ams) due to far r-wave over-sensing. No intervention was performed. Patient condition was stable.